Event description:
The boston scientific ion monorail stent separated from the balloon.======================manufacturer response for monorail paclitaxel-eluting platinum coronary stent system, ion monorail (per site reporter).======================will be gving the device to manufacturer.